Manufacturer narrative:
(B)(4). D10: unknown stem, unknown item and lot #. Unknown cup, unknown item and lot #. Unknown liner, unknown item and lot #. Foreign: italy. Literature: stefano tornago, luca cavagnaro, lorenzo mosconi, francesco chiarlone, andrea zanirato, nicolò patroniti, matteo formica (2023) vancouver type b2 periprosthetic femoral fractures: clinical and radiological outcomes from a tertiary care center. Pages 1-8. Https://doi.org/10.1007/s00402-023-04955-2. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 1 patient experienced post-revision dislocations during the postop hospitalization period with no treatment or intervention specified in the article. Due diligence has been completed for this complaint; to date no additional information has been received.